Manufacturer narrative:
The logbook and the returned motor blower were basis for the investigation. The described failure of the motor could be confirmed by the logbook analysis and the investigation of the motor blower. The motor blower showed obvious stress marks and the impeller wasn't rotable. A radial run-out of the impeller was visible. Due to the faulty motor blower the technical alarms "blower defect" and "pressure sensor defect" were generated. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation a technical alarm will be generated. The ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. By replacing the motor blower the problem was solved.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: the device posted device failure and stopped ventilation while in use. Thus, the customer replaced the device. The customer requested the root cause of the series of the device failure urgently. There was no injury reported.